Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a dental surgery on (B)(6) 2020 and the suture was used. It was reported that the needle broke during the procedure and there was no damage to the patient.

Manufacturer narrative:
Date sent to the FDA: 06/26/2020. Additional h-6 method codes: 3331. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances /manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.